Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2021. As reported the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2021) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2021. As reported the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information received: (B)(6) 2021 ¿ patient was diagnosed with indirect sliding left inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿an indirect inguinal hernia containing colon sliding was dissected free and posterior wall was reinforced with bard flat mesh using sutures.¿ (B)(6) 2023 ¿ patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent open repair with the removal of mesh. Per operative notes, ¿the previously placed mesh was densely adherent to cord was taken down and the bard flat mesh was removed completely. Indirect inguinal hernia was noted, and a synthetic mesh was secured inferiorly medial to pubic tubercle using sutures.¿